Event description:
A report was received that the pt was not able to feel stimulation. X-rays revealed that the pt's paddle lead had three or four dislodged contacts, and that the lead had migrated out of the epidural space. The lead was replaced, and the pt is reportedly doing well, and receiving full stimulation.